Event description:
Spontaneous. Pt reported a bad cassette over the weekend; no details provided. Pt also reported having to dispose of 1 vial of treprostinil due to rubber falling into the vial. Lot number and expiration dates for both cassette and treprostinil vial are unknown. No further info, details or dates provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk. Did we [MFR] replace the cassette? Yes. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; reported to (B)(6) by pt/caregiver.